Manufacturer narrative:
Follow up #1 submitted: 01/22/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, there were no audible tones when the pump was powered on. The auditory alarm setting was set to ¿high¿, which did not resolve the issue. The pump was opened for investigation. The height of the auditory tone component contacts was adjusted. Auditory tone function was returned to the pump.

Event description:
The distributor contacted anima son (B)(6) 2013 alleging the pump had no audible tones. The distributor reported there was vibratory function. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged audible tone issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.